Manufacturer narrative:
Two photos were received for investigation. Through visual inspection, it is observed in the photo a white female cap in an open blister and in the top part a dark mark is seen; in the 2nd photo a dark mark is seen inside the cap. Additionally, one sample received for investigation. Through visual inspection, foreign matter can be observed, additional testing was performed, foreign substance is likely cardboard, or paper. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with operator error during the manual load and fed of product into the blister pocket foreign matter. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Material#: 408531; batch#: 2222712. Verbatim: black particle. Additional information: did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? It was found during product processing, but prior to using the cap (found during inspection of the supply). 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Two photos were received for investigation. Through visual inspection, it is observed in the photo a white female cap in an open blister and in the top part a dark mark is seen; in the 2nd photo a dark mark is seen inside the cap. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with operator error during the manual load and fed of product into the blister pocket foreign matter. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Manufacturing personnel have been notified of this incident to increase awareness of this matter.